Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument bottom, packaged produced a false positive on the anaerobic bottle with no growth. A gram stain was performed and the bottle was returned to the instrument, but the results were not provided. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer is having anaerobic bottles go positive with no growth (false positive)" "the bottles have been gram stained and put back onto the instrument. Customer stated that false positives were anaerobic bottles from lot #1294783."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that the bd bactec¿ fx, instrument bottom, packaged produced a false positive on the anaerobic bottle with no growth. A gram stain was performed and the bottle was returned to the instrument, but the results were not provided. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer is having anaerobic bottles go positive with no growth (false positive)." "The bottles have been gram stained and put back onto the instrument. Customer stated that false positives were anaerobic bottles from lot #1294783."